Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient reported experiencing palpitations and dizziness. Device interrogation noted noise episodes causing loss of capture and inappropriate mode switching. Insulation breach was noted on the right atrial lead. Lead was capped and replaced on (B)(6) 2019. Patient was stable.